Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were feeling the stimulation in their toes since the day of the implant. Patient stated they decreased the stimulation on their own on may 8th as it felt uncomfortable. Patient expressed wanting to increase it as they stopped feeling it, after making the adjustment they expressed feeling the stimulation back in their toes. Patient confirmed having some therapeutic benefit. Patient also reported going to their primary care provider as their bowels didn't move for about two weeks. They prescribed medication that worked after three days. The circumstances that led to the reported issue were unknown. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.